Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since implant their implantable cardioverter defibrillator (ICD) ¿keeps shocking my pectoral muscle.¿ the patient also described the sensation as a ¿bee sting¿, and they experienced difficulty sleeping due to the sensation. The patient stated they were told ¿everything was fine¿ by their physician; however, the patient believes the ICD is ¿defective¿. An interrogation of the ICD indicated the patient had not received shock therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.